Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure the acrobat-I positioner was not able to tighten the position. They had to open another one to complete the case. The faulty unit will return. No injury to the patient.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, d4, g4, g7, h2, h3, h4, h6, h10 ,h11. Corrected section: d4- UDI number -corrected. The device was returned to the factory for evaluation on 08/04/2022. An investigation was conducted on 08/15/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the device. A mechanical evaluation was conducted. The device was attached to a reference blade with no physical or visual difficulties observed. The knob was tightened to position of the arm of the device. The arm locked into place. Based on the returned condition of the device as well as the evaluation results, the reported failure "positioning problem" was not confirmed. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.